Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had a catheter revision done on (B)(6) 2014. Additional information later reported the hcp did not check pump volume. Per the reporter the volume discrepancy was not the issues. The catheter was revised as the patient complained of withdrawal symptoms. At a dye study, dye was seen at the pump connector and dye was not seen along catheter or in intrathecal space. The catheter connector had a slit in in and dye and drug was seen leaking out from there. The pump segment of original catheter was removed, including collet. A new 8780 pump segment replaced and 25cm of spinal segment was removed. It was noted that post-op the patient was ¿fine¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having periods of increased pain. For the last 2 months, it had been ¿really bad¿. At the last refill, the residual volumes were ¿off¿. On (B)(6) 2014, a dye study was being done to troubleshoot the pump and catheter. It was noted that the patient was scheduled for a refill on (B)(6) 2014, but no medication was available. The device system was delivering prialt.

Manufacturer narrative:
Analysis of the catheter revealed catheter body slice/cut not related to explant damage. Under microscope inspection, what appears to be slice cut was found on the proximal area of the catheter. Which penetrated deep enough to the inner lumen of the catheter body. It is not possible to determine how this slice cut may have occurred. It is also unknown if the damage occurred during implant or if it a needle stick. However, the cuts are not related to the manufacture of the catheter.